Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to emit x-rays. Upon troubleshooting, fse found that the system experienced a loss of can communication with the x-ray generator. To resolve the issue, fse installed new cube for x-ray generator, downloaded the software and restored the generator backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.